Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1mkc6, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-dec-2021, UDI#: (B)(4). Device evaluation code pertains to tined lead, 3889-28, interstim (va1mkc6) pertain to tined lead, 3889-28, interstim ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a trial patient with an external neurostimulator (ens). It was reported there was infection and drainage. The rep stated the patient was at the end of her stage 1 trial and was about to have stage 2 performed. The rep noted when the healthcare professional (hcp) looked at the dressing she noted excessive drainage on the dressing as well as a distinct smell. It was noted there was slight redness around the site. The patient had no pain or fever. The rep noted the patient was a smoker. It was noted the dressing was coming off at home and reinforce the dressing and they did not call the office to notify. The hcp looked at the site where the drainage was found. It was the lead exit site from the percutaneous extension lead. The rep stated the pocket on the buttocks did not show signs of infection there was no redness or drainage. The rep added after discussing with the family it was decided to remove the lead, irrigate with antibiotics, and send the patient home on antibiotics. The patient was to follow up with the hcp as instructed. The rep noted the wound was irrigated with antibiotics solution and sterile water. The rep noted the issue was resolved at the time of the report. It was noted the lead was removed, the hcp would allow the wound to completely heal and then consider re implanting down the road in about 3 months. The were no cultures performed. The patient was listed as alive with no injury. There were no further complications that have been reported as a result of this event.